Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient hospitalized after multiple arrhythmias and several shocks were appropriately delivered. Upon device data review, a code 1005 indicating an open circuit condition was seen from this device. It was noted that while the shock and pacing impedance measurements from the right ventricular (rv) lead were in-range, they had decreased substantially. Boston scientific technical services was contacted and recommended evaluating the device and rv lead system integrity prior to replacement. The physician elected to surgically explant and replace this device to resolve the event. Additional information was requested regarding the rv lead status, but has not yet been received. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b5 and to correct information in h1 and h6. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of device memory data confirmed the device declared code 1005 and there were no other suspicious fault codes noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and while pacing impedance measurements were variable, they were still in-range. Shock impedance measurements ranged from 128 to 76 ohms. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient hospitalized after multiple arrhythmias and several shocks were appropriately delivered. Upon device data review, a code 1005 indicating an open circuit condition was seen from this device. It was noted that while the shock and pacing impedance measurements from the right ventricular (rv) lead were in-range, they had decreased substantially. Boston scientific technical services was contacted and recommended evaluating the device and rv lead system integrity prior to replacement. The physician elected to surgically explant and replace this device to resolve the event. Additional information was requested regarding the rv lead status, but has not yet been received. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received. Additional information was received the rv lead was capped and remains implanted; and an additional lead was implanted. The incepta ICD has been received at boston scientific.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b5 and to correct information in h1 and h6.

Event description:
It was reported that this patient hospitalized after multiple arrhythmias and several shocks were appropriately delivered. Upon device data review, a code 1005 indicating an open circuit condition was seen from this device. It was noted that while the shock and pacing impedance measurements from the right ventricular (rv) lead were in-range, they had decreased substantially. Boston scientific technical services was contacted and recommended evaluating the device and rv lead system integrity prior to replacement. The physician elected to surgically explant the device and surgically cap and abandon the rv lead. A new device and rv lead were implanted to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.